Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided. Brand name unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. PMA/510(k) number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that the abutment/crown kept coming loose. After the last time, the took off the abutment and noticed a fracture of the implant collar. Patient will have to return for an additional appointment to have implant replaced and new abutment. The implant is still in the patients mouth. They will remove it at some point, but did not have a date set. They will call back once it is removed. Tooth # 30.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One (1) impl tapered scr-v sbm 4. 7mm 4.5mm 13mm (tsvwb13) & one (1) unknown zimmer screw were not returned for investigation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item and lot number along with the applicable device history record (DHR), instructions for use (IFU), and risk file. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was unknown bone density type, bruxism, and clenching. The reported device was located on tooth # 30 (universal) and was used for approximately 10 years, and 9 months. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (61639968). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (61639968) for similar events and one (1) other complaint was identified, (B)(4). DHR review and complaint history review cannot be completed for the unknown zimmer screw without relevant lot/item number. Based on the available information, device malfunction and the reported events could not be verified as the exact details of the event were non-verifiable and the products were not returned. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "yes" to "no". H6: entered evaluation codes. H10: added manufacturer narrative.